Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 47 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over deliver. Customer stated that drive support cap was normal. Customer had a kidney failure, heart failure and gall bladder was removed. The insulin pump will not be returned for analysis.